Manufacturer narrative:
A photo was returned for analysis. The photo was reviewed and the leak could not be confirmed based on the photo alone. However, there appears to be a crack on the photoplate near the tube to the port bond, which may have caused a leak. It is not clear how the crack occurred. A root cause could not be determined based on the information provided. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit e703 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. Service order report, #(B)(4), feedback: the service technician cleaned the uv bay, under the pcb, and under all of the covers of the instrument. The service technician reconnected the pcb and uv connectors and then successfully performed the system checkout procedure. The service technician remained on site in order to ensure that the customer could successfully prime a kit on this instrument. This assessment is based on information available at the time of the investigation. The analysis of the returned photo is still in progress. A supplemental report will be filed when the analysis of the photo is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that during the first cycle of buffy coat collection, a blood leak was detected in the photoactivation module. The customer stated that there was no alarm. The customer reported that the treatment was aborted with no blood/product returned to the patient. The customer stated that the patient was in stable condition. A photo was submitted for investigation.